Manufacturer narrative:
The remote service engineer (rse) advised the customer to disconnect and reconnect the data acquisition (da) to motor controller (mc) ribbon cable. The customer stated that this troubleshooting step did not resolve the issue and requested bench service for the device. The customer was provided with the bench service center form. The bench service engineer (bse) evaluated the device the device at a bench service center. The bse found that the da to mc cable was missing, so a test cable was installed to troubleshoot the device. The bse confirmed that the device booted up with the 1007 vent-inop: machine and proximal pressure sensors failed alarm. The bse determined that the issue was caused by the mc printed circuit board assembly (pcba) and it would need to be replaced. The bse replaced the mc pcba to resolve the issue. Following the part replacement the bse completed a performance verification test (pvt) which the device passed, confirming that the device had been returned to full functionality. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing a 1007 vent-inop: machine and proximal pressure sensors failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer to disconnect and reconnect the data acquisition (da) to motor controller (mc) ribbon cable. The customer stated that this troubleshooting step did not resolve the issue and requested bench service for the device. The customer was provided with the bench service center form. The bench service engineer (bse) evaluated the device the device on (B)(6) 2025 at a bench service center. The bse found that the da to mc cable was missing, so a test cable was installed to troubleshoot the device. The bse confirmed that the device booted up with the 1007 vent-inop: machine and proximal pressure sensors failed alarm. The bse determined that the issue was caused by the mc printed circuit board assembly (pcba) and it would need to be replaced. This investigation is ongoing.